Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Further examination reveled that the laser fiber was kinked and the fiber face within the sma connector under magnification revealed that there was debris on the fiber face. As a result, light cannot travel to the fiber face within the sma connector to illuminate it. The condition of the returned device would cause to have no energy output thereby confirming the reported event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier 20watt laser. According to the complainant, during the procedure and outside the patient, there was no laser energy coming out from the fiber. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there were debris on the fiber face within the sma connector and fiber was kinked/broken.